Event description:
It was reported that during the routine office visit, the patient's implantable pulse generator (ipg) was interrogated and it showed multiple short ventricular-to-ventricular intervals which could not be reproduced with isometrics. Noise was seen on the electrocardiogram was also seen. Right ventricular (rv) lead impedances were stable and thresholds were "good." The patient complained of "light headedness and dizziness" but could not recall times or dates to correlate with the episodes in the device. The patient did indicate that the use of a chainsaw was nearby, and uses a weed eater and riding lawn mower on a regular basis. The times of the use of this equipment could not be correlated with the time of the "noise." It was recommended that the patient keep a journal of episodes and the date and time the electrical equipment was used. The patient will return to the office in three months to have the device re-interrogated. The rv lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: product ID 4068-58, implantable pacing lead, implanted: (B)(6)2009. (B)(4).